Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer was unable to remove the battery on the insulin pump. The wife stated the battery cap was stripped and the battery life almost depleted. The wife also reported the customer's blood glucose rose to 400 mg/dl. It was found the customer was feeling dizzy from their blood glucose and was treated with a bolus. It was also found the customer received a low battery alert with a new battery. The customer declined to troubleshoot for their blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.